Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure alarm.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure alarm. There was no patient involved.

Manufacturer narrative:
Getinge field service engineer (fse) reproduced an issue with blood in purge line assembly. Need to replace parts and advised customer not to use until replacements are fitted. Machine has been decommissioned as being uneconomical to repair.